Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic left lung upper resection surgery, the surgeon was able to press the green button and the device partially fired up to the distal part. It was reported that there is a problem unloading the device and it locked on tissue. There was poor staple formation and the device was removed by firing another reload from one end of the tissue and it was removed thru a specimen. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.